Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis revealed the inner insulation of the lead became extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated stretching. The analyst commented, the lead was returned with the helix partial extended. The lead was returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.

Event description:
It was reported that during an implant attempt, the right ventricular (rv) lead was positioned, the helix was screwed out and when the physician attempted to reposition the lead, the helix failed to retract. The lead was removed and a different rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.